Event description:
The pt was admitted for a procedure in 2008. It was noted that the mid right coronary artery had been previously treated with an unknown cypher stent, and that there was now disease on the distal and proximal edge of this stent. It was also noted that the vessel was tortuous. A 2.5 x 13mm cypher stent was chosen to treat the distal right coronary artery. The stent delivery system was delivered without an resistance and the stent was inflated at 12 atm, however, when contrast was inflated the stent was not seen. Therefore, an intravascular ultrasound was conducted and it was noted that the stent had migrated to the proximal edge of the stent that had been previously implanted. Therefore, the physician proceeded to treat the distal right coronary artery with a 3.5 x 13mm cypher stent and then used a 3.5 x 18mm cypher stent to treat the proximal right coronary artery, overlapping the stent that had migrated. The stents were post-dilated. It was noted that the product prepped properly and no anomalies were noted prior to use.

Manufacturer narrative:
This pt experienced restenosis of a cypher stent. Medical history and clinical/procedural details were not provided. The time frame of implantation to restenosis was not provided. The restenosis was described as at the proximal and distal edges of the stent. Treatment included implantation of additional cypher stents. The restenosed cypher stent could not be returned for eval; it remained implanted. A review of the manufacturing records could not be done without a lot number. Restenosis is a potential adverse event associated with coronary artery stenting. Patient's who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions; however, without additional info, it is not possible to determine what factors may have contributed to this event. This is one of two products involved with this adverse event in which associated manufacturer report number is 3003742446-2008-00187.